Manufacturer narrative:
The mcs tip cover will not be returned to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. Isi has attempted to contact the initial reporter to obtain additional information regarding the reported event. However, the customer could not provide any additional information. If additional information is received, a follow-up MDR will be submitted to the FDA. Based on the information provided at this time, this complaint is being reported because the mcs tip cover fell inside the patient. The mcs tip cover was retrieved during the same procedure and no additional surgical intervention was required. However, unintended mcs tip cover falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the monopolar curved scissors (mcs) tip cover fell inside the patient. The mcs tip cover was retrieved during the same procedure. The site continued to complete the procedure as planned with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. The mcs tip cover was accidently discarded in the sharps container at the end of the procedure and will not be returned back to isi for an analysis. The customer could not provide any further information.